Manufacturer narrative:
B3: additional information provided by the customer states the following information in regards to event date (b3): "no record of what sets were tested on what days was taken. Testing first commenced on (B)(6) 2019 and this was when the issue was first discovered. No documentation was taken on this day. The next period of testing would have been on the days of (B)(6) 2019, (B)(6) 2019 & (B)(6) 2019."

Manufacturer narrative:
Device evaluation: returned device was received for evaluation customer problem was confirmed that the pump is over infusion the pumps expulsor does not work properly and need to replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smith medical cadd-legacy 6400 pump of failing accuracy greater then 6%. The customer at queen elizabeth university hospital repeated the testing twice with new cassette and the range of error was between 10-14%. Event occured during testing and no patient involvement. Related complaints to same issue. The device had been initially repaired by smiths medical before this testing. Customer reached out UK technical support was advised of this inquiry via oracle service cloud on friday, 20 dec 2019.